Manufacturer narrative:
Corrected information has been provided in d.2b.procode. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in a.1., a.3., b.6., d.1., d.2., d.4., d.6., d.7., g.1., g.2., h.3., and h.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided om a.1., a.3., b.6., d.6., and d.7. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following the implant of an intraocular lens (iol) it was explanted. Additional information was requested.